Manufacturer narrative:
A visual examination of the device found the button to have been torn in half and the distal portion including the dome was not returned. The plug was in a closed position. The button body was torn from the flange. The inner diameter and outer diameter of the button body was measured and both were found to be within specifications. The tear appeared jagged as if undergoing a twisting or torsional force. There were no visible defects in the tubing. The condition of the returned unit was consistent with the complaint incident that the device separated. Therefore the most probable root cause is operational context. Additionally, it was noted that the user allowed the button dome to pass through the gastrointestinal tract. According to the one step button gastrostomy kit pull, directions for use (dfu), removal of button section states the following: 'warning: do not let the dome pass through the gastrointestinal tract. Obstruction can result in associated sequelae.' Therefore, the most probable root cause is user error for the un-retrieved device fragment. A review of the device history record was performed for lot 13048599 and revealed no issues related to this complaint. A lot history search was performed and found no other complaints against lot number 13048599.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure on (B)(6) 2010. According to the complainant, after six months during a routine replacement of the device, when the physician attempted to withdraw the placed device with an obturator the internal bumper detached and fell into the patient's stomach. The procedure was completed with a new one step button initial placement gastrostomy kit. At a later date an endoscope was used to remove the detached the internal bumper however it was found to be in the intestine therefore the physician felt it would pass naturally. The physician is taking a wait and see approach with the patient. The patient was sent home.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure on (B)(6) 2010. According to the complainant, after (B)(6) during a routine replacement of the device, when the physician attempted to withdraw the placed device with an obturator the internal bumper detached and fell into the patient's stomach. The procedure was completed with a new one step button initial placement gastrostomy kit. At a later date an endoscope was used to remove the detached the internal bumper however it was found to be in the intestine therefore the physician felt it would pass naturally. The physician is taking a wait and see approach with the patient. The patient was sent home.